Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported hernia. However, a review of the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite) functional and electrical testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. During evaluation, no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced an umbilical hernia. It was unknown if the umbilical hernia was pre-existing to pd therapy or developed after pd therapy began. Pd therapy was discontinued and the patient was switched to in center hemodialysis (hd) due to the patient having hernia repair surgery in the hospital. The patient was treated prophylactically with unspecified antibiotics for the event of the hernia. The patient was recovering from the event of the hernia. No additional information is available.